Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation. The pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functional. The surgeon is aware that this failure is consecutive to light the pt had in school. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.